Event description:
Complaint alleged that while attempting to treat a patient for a cardiac event, the device failed to discharge. Complainant indicated that when additional pressure was reapplied to the pads the device discharged properly. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up when our investigation is completed.